Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
It was reported that the patient's device was explanted and replaced due to possible premature battery depletion.